Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Results as follows: date: (B)(6) 2012, inratio inr: 1.8 and 5.2, lab inr: 2.2. The time between testing was 5 mins between inratio results and 10 mins between lab results. Therapeutic range was not provided for the pt. There was no reported adverse pt sequela. There was no additional info provided.